Event description:
Same case as 6000130-2005-00378. It was reported that during the shunt pta treatment procedure, the platinum plus guidewire punctured the sasuga balloon dilatation catheter wire lumen resulting in a balloon rupture and perforation of the vessel. The patient was symptomatic during this event. Prior to the procedure the guidewire tip was observed to be deformed, however the physician elected to use the guidewire. During advancement of the balloon catheter over the wire the balloon ruptured. The spring coil tip of the wire was found to be unraveled, and a "small perforation" of the vessel occurred. Pressure hemostasis was performed to treat the perforation. The procedure was successfully completed using a new sasuga balloon catheter. Following the procedure the patient's status reported to be "good".